Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for hypervolemia on (B)(6) 2019 through (B)(6) 2019. The etiology of the hypervolemia is unknown; therefore, causality cannot firmly be established. Per the pdrn, the liberty select cycler could have caused or contributed to the patient¿s adverse event. Therefore, while there is no objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s adverse event. The liberty select cycler cannot be excluded from having a possible causal or contributory role. Based on the lack of treatment data, inability to establish causality, the pdrn¿s comments and no manufacturer evaluation of the suspect device, there is insufficient evidence to conclude the definitive root cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a slow drain and not draining completely each drain. During the call the patient stated that they were hospitalized. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s peritoneal dialysis registered nurse [(pd)rn] reported the patient¿s differential diagnosis was hypervolemia (not fluid overload), as hematological and radiological testing was inconclusive in establishing causality. No interventions were performed during the hospitalization, and the patient maintained their regularly prescribed ccpd treatment. No drain complications were incurred during the hospitalization, which leads the pdrn to believe the liberty select cycler was at fault. Per the pdrn, the liberty select cycler could have caused or contributed to the event(s). The patient is recovering from the event(s) at home and is performing continuous cyclic peritoneal dialysis (ccpd) therapy on the replacement liberty select cycler without issue. Requested the discharge summary, however the document was not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed serial number sticker printing was faded. A simulated therapy was initiated and completed on the cycler without complication. There were no unusual noises/sounds emitted by the cycler during the treatment tests. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.